Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error, rewind slower and also buttons are hard to pressed. The customer's blood glucose value was unknown. The customer also reported scratches on casing. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on esc button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test, self test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No rewind anomaly, prime/fill anomaly and unexpected error message noted. Pump received with scratched case noted. (B)(4).